Event description:
During a remote follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead. Abbott technical support was suspected the event to be due to encapsulation. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.